Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient did not remove needle covering from the infusion set prior to insertion on (B)(6) 2025. The patient's blood glucose level was high upto 11.5 mmol/l and the patient was treated with correction bolus via pump. No further information available.